Manufacturer narrative:
(B)(4).. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent inadequate apposition occurred. In (B)(6) 2013, the patient presented due to unstable angina and was diagnosed with myocardial infarction (mi). Subsequently, cardiac catheterization was recommended. On the same day, the index procedure was performed. Target lesion # 1 was a de novo lesion located in mid left anterior descending artery (lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.5 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.50x12mm promus element plus stent. Following post-dilatation, there was an incomplete stent expansion along with 20% indentation noted. A 3.50x8mm non bsc balloon catheter was used to perform a high pressure angioplasty up to 18 atmospheres with full expansion of the study stent. After the balloon angioplasty there was timi flow 3 with no post procedural complications and the residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in distal right coronary artery (rca) with 100% stenosis and was 26mm long with a reference vessel diameter of 3.0mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.00mm x 28mm promus element plus stent. Following post-dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and prasugrel the next day.